Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display. The customer stated they tried a new battery and did not work. The customer's blood glucose was 229mg/dl. After troubleshooting the display did not return. Advised customer to discontinue the use of the insulin pump and revert to back up plan.